Manufacturer narrative:
Tw#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: d2b-product code. The device was returned to the factory for evaluation on 07/17/2025. An investigation was conducted on 7/21/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on , which prevents the white plunger from being depressed. The seal was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot#: 3000471492 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they attempted to load the hst iii system (3.8mm) according to the IFU. When the customer attempted to separate the hs/deployment device from the loading device the heartstring remained in place. New device opened and functioned without issue.